Event description:
It was reported that the patient's right ventricular (rv) lead had oversensing in unipolar and bipolar settings with arm movement, low impedance and high thresholds. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).